Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the actual product inspection and investigation, we believe the phenomenon occurred through the following mechanism. 1. When the seal and cut was output, there was nothing being gripped between the grasping section and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. 2. As the tissue pad wore down, the probe came into contact with the non-insulated part, causing a short circuit error and contact marks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the tissue pad was worn out. There was no patient involvement.